Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: balance middleweight universal ii (x2). Guide cath: jl 3.5 boston scientific; 6f. (B)(4). Failure to follow steps/instructions. Evaluation summary: the device was returned for evaluation. The reported kink/bend was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. The reported patient effect of dissection, as listed in the instructions for use (IFU), is a known patient effect that may be associated with the use of a coronary implant in native coronary arteries. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for failure to advance or kinks/bends reported from this lot. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It should be noted that the IFU warns: it is not recommended to treat patients having a lesion that prevents complete inflation of an angioplasty balloon, or a lesion with greater than 40% residual stenosis after pre-dilatation by visual estimation. In this case, it is likely the reported IFU deviation contributed to the reported failure to advance; however, it is unknown if the deviation contributed to the dissection. Based on the information reviewed, there is no indication of a product deficiency. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product code listed in type, and the PMA# listed is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid left anterior descending artery with mild tortuosity, mild calcification and 70% stenosis. The lesion was predilated with a 2.5 x 15 mm non-compliant balloon with residual stenosis of 60%. A 3.0 x 28 mm implant delivery system was advanced, but was unsuccessful due to the anatomy. At the time of device removal, the delivery system was noted to be bent at the level where it exits the guide catheter and a dissection was noted at the distal border of the lesion. The physician decided to place two 3.0 x 24 mm non-abbott metal stents. There was a good patient outcome. There was no adverse patient sequela or clinically significant delay. No additional information was provided.